Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the device was underweight, and an opening on the radius. A visual and microscopic analysis was performed which identified crease sharp opening on radius, crease flat and stress marks. Base on the device analysis the final assessment is a sharp crease opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.